Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15346. The initial MDR with manufacturing report number (3003442380-2025-15346), was submitted on 27-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 09-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011597 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011597 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14, on 09/feb/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5a04046 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 17/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 17/jun/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient faced cannula bent event on (B)(6) 2025 which leads to occlusion alarm. The patient noticed symptoms 3 or more hours of insertion. The infusion set was in use for few hours. The site of insertion was abdomen. The patient faced infusion set issue with 2 sets. The patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 2.